Manufacturer narrative:
UDI: (B)(4). The investigation is in progress. A supplemental will be submitted.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr procedure, the 26mm valve became stuck in esheath. The valve struts bent as the doctor was advancing through the esheath and punctured 2 holes in the esheath. The valve and the delivery system were removed. A second valve with a new delivery system was successfully implanted.

Manufacturer narrative:
The device was not returned for evaluation, therefore a no product return engineering evaluation was performed. Imagery was provided from the complaint site and the following were observed: patient access vessel has presence of calcification and tortuosity. Calcified access vessel. Patient had tortuous access vessels. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    The complaint for frame damage during use was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported event. However, a review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿the valve got stuck in sheath, valve struts bent as the doctor was advancing through the esheath and punctured 2 holes in the esheath.¿ additionally, the patient access vessel had calcification and tortuosity. The presence of calcification and tortuosity in the access vessels can create a challenging pathway during delivery system advancement, and lead to resistance and high push force. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time¿. It is possible that difficulty was encountered during delivery system advancement, so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts catch and puncture through the sheath shaft, and result in the frame damage. As such, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. No labeling or IFU/training inadequacies were identified, a product risk assessment has previously been initiated to capture this event and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Through follow-up, it was learned that there was no injury to the patient injury. The investigation is in progress. A supplemental report will be submitted.